Event description:
A facility representative reported with a description of possible scratch. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is crushed in the haptic optic junction over a post in the lens case. The haptic is split and cracked in the gusset area. The optic is split and cracked in the haptic optic junction area. The lens was cleaned with klrp for further evaluation. A crack is observed towards near the damaged area of the optic but closer to the center of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with an unspecified company handpiece. It is unknown if a qualified combination was used. A crack is observed on the optic. This could be interpreted as the reported scratch. All lenses are 100percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The account indicated the use of a qualified associated cartridge and viscoelastic with an unspecified company handpiece. It is unknown if a qualified combination was used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company model IFU follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer s recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the company model iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Information was provided that a facility representative reported the issue may have been related to a loading malfunction and the lens may have been scratched by the lens loading forceps. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there was no patient contact.